Event description:
Boston scientific received information that this family member contacted boston scientific to ask questions about lead and device recalls. The family member alleged that an implanted lead was faulty requiring a surgical intervention to resolve. The family member is considering legal consultation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.